Event description:
It was reported by a competitor that the patient received inappropriate therapy, there was a power on reset, and an undefined issue with the device output. It was noted that the device was at its elective replacement indicators (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. This device is part of the field action for this model. Evaluation summary: did not meet expected longevity, cause unknown. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. It was reported by a competitor that the patient received inappropriate therapy, there was a power on reset, and an undefined issue with the device output. It was noted that the device was at its elective replacement indicators (eri). The device was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device was out of specification in a manner that relates to event shock, inappropriate low battery.